Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The end of the chisel broke off.

Manufacturer narrative:
Examination of the returned instrument confirms the reported event of tip breakage. Previous examination by the depuy (B)(4) material research department determined the fracture of the chisels is caused by ductile overload. Fracture due to overload indicated that single force was applied exceeding the ultimate strength of the material. No material defects were observed in the chisel that could have contributed to fracture initiation and/or propagation to failure. Based on previous similar investigations, the root cause is attributed misuse. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.